Manufacturer narrative:
Unit was received with cracked and bleeding lcd glass. Unit also had minor scratched lcd window, dog chew marks around the insulin pump, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that one-fourth of the insulin pump's screen was blacked out. The screen had a scratch and was damaged. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.